Event description:
It was reported that the patient¿s lead was removed and replaced. The patient had no reported fall, but they started to feel shock. The impedance was checked and was less than 4000 ohms so it was replaced. The health care provider (hcp) was curious what was wrong with the lead and that was why they wanted it analyzed. The hcp was a new implanter and they were curious how a patient who didn¿t have a fall and who had a lead that was normal at implant had a lead that suddenly stopped working. There was no patient death, no patient injury, and the patient recovered without sequelae. It was further reported that they didn¿t determine why there was shocking or high impedance. After the lead revision the new lead was connected to the existing battery. A new impedance check was done and none were over 4000 ohms. The patient was feeling stimulation comfortably and the manufacturer representative hadn¿t heard if they had good symptom control.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0jsnj, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0jsnj, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).